Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing a burning discomfort sensation at the ipg site. In turn, x-ray imaging was performed, but results are unknown at this time. As a result, the patient may undergo surgical intervention to address to issue.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced with a different model. Surgical intervention addressed the issue.